Event description:
It was reported that the patients right ventricular (rv) lead experienced a microdislodgement. An intervention was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 407652, lead; implant: (B)(6) 2014. (B)(4).